Event description:
Tevar procedure with upon request relay pro. When it came time for position 3- the apex release grip would not turn, and it was causing pressure at the access site trying to push the delivery system out of the patient. Dr. Tried multiple times and pushed hard- finally when it did let go of the graft, the outer curve of the grafts jumped back 1cm and only partially covering the lsa. He wanted it to fully cover as a bypass was completed prior to the procedure. He was very disappointed at the results. Patient outcome - "patient is stable."

Event description:
Tevar procedure with upon request relay pro. When it came time for position 3- the apex release grip would not turn, and it was causing pressure at the access site trying to push the delivery system out of the patient. Dr. Tried multiple times and pushed hard- finally when it did let go of the graft, the outer curve of the grafts jumped back 1cm and only partially covering the lsa. He wanted it to fully cover as a bypass was completed prior to the procedure. He was very disappointed at the results. Patient outcome - "patient is stable."